Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, heavily tortuous renal artery that is 90% stenosed. A command es guide wire was used with an unspecified guiding catheter. Then, the 6.0x19mm omnilink elite balloon-expandable stent (bes) was advanced; however, when the bes reached the lesion and was ready to be deployed, it was observed that the stent was off-loaded [dislodged] in the sheath. The guiding catheter and the sds were removed along with the dislodged stent. A new 6.0x19mm omnilink elite was used to successfully over the same command es guidewire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported stent dislodgement was confirmed. The reported activation failure could not be tested as the device was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned stent, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to stent dislodgment include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. Factors that may contribute to an activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible the device may have interacted with accessory devices during advancement, causing the reported stent dislodgement, ultimately resulting in the reported activation failure. Further interaction with accessory devices while attempting to advance/retract the device may have contributed to the observed material deformation (stent damage); however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently, after the initially filed report, it was noted that the stent failed to deploy. No additional information was provided.